Event description:
During follow-up, the left ventricular (lv) lead was noted to be dislodged. Additional information was requested but has not been received.

Event description:
Additional information was received indicating the lead was explanted and replaced to resolve the event. The patient was in stable condition.